Manufacturer narrative:
The investigation concluded that the nursing staff kept the sensor on the same spot without changing the location as per tcm protocol. In addition, the research by the site found the sensor temperature was changed to 37c after the warmer was removed from the flap site which again was not following the instructions. The sensor was kept in a single spot with maximum temperature of 41c for more than 24 hours. According to the team lead research physician at the site where the event happened, the customers internal investigation shows no indication that the radiometer device failed. This event only happened because of user error by the nursing staff.

Event description:
According to the complaint, the skin of the patient started to show redness/slight burn under the sensor during the device measurement ultimately leaving a blister. Staff reduced temp from 44'c to 40'c during the examination in the event that the heat of the sensor was the issue.